Event description:
During lead revison surgery, the surgeon used monopolar electrocautery to open the implant pocket. Communication with the implant was unsuccessful. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator.